Manufacturer narrative:
Device evaluation summary: the protégé rx stent delivery system affiliated to this investigation was returned. The stent was not found/received with the device. Upon visual examination, it was noted that the distal tip was deployed, sheath retracted, on the device upon receiving. It was observed that the tuohy-borst valve was still tight and in place upon examination. Approximately 4.20cm of the sheath had been retracted, exposing the distal tip. An unknown residue was observed inside the device sheath under back lighting.

Event description:
A protégé rx carotid stent system was used on an unknown vessel. Device IFU was followed. It was reported the catheter was positioned at the procedure site and the stent was exposed before unlocking. As stent was not completely exposed, it was removed from the body and the procedure was completed using a new device. No patient injury reported.

Manufacturer narrative:
Additional information : the stent was not found/received with the device. The stent was confirmed to have been discarded by the hospital. If information is provided in the future, a supplemental report will be issued.